Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. It was unable to verify the battery out limit alarm or perform the occlusion test due to button/keypad anomaly. No moisture damage found inside the device.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed battery out limit after changing the battery and the act and esc buttons were not responding to clear the alarm. Blood glucose value was 450 mg/dl; treated with manual injection. It was stated that the day before, the insulin pump was splashed with water at the pool and it alarmed button error, which could not be cleared. Mother stated there was no response from any button. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.